Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet while the dexcom app continued to display glucose readings, indicating the cgm was functioning. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no injury and no medical intervention or hospitalization. Investigation included guided troubleshooting with power cycling, bluetooth toggling, re-entry of the sensor pairing code, and identification of potential wireless interference from a nearby dexcom receiver, which the user powered down and moved away before attempting to re-pair. Investigation of this case revealed a communication and connectivity issue consistent with interference from a second cgm receiver competing for the sensor connection. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interference affecting bluetooth communication.